Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, when the nurse checked the instruments to be used for the surgery on the following day, the knob of the screwdriver came off. When the nurse connected the knob to the screwdriver, the knob came off quickly. A new screwdriver was used for the procedure. There was no problem with the surgery. This report involves one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2021, when the nurse checked the instruments to be used for the surgery on the following day, the knob of the screwdriver came off. When the nurse connected the knob to the screwdriver, the knob came off quickly, so the sales rep arranged for a new screwdriver. There was no problem about the surgery. No further information is available. The visual inspection has shown that the weld at the conjunction between the knop and the screwdriver axel is the welding broken. The screwdriver is in a well-used condition with many marks at the knop under side. All features related to the reported complaint condition were reviewed and no other issues were identified. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, all parts went through final inspection before they had left the production. The investigation has shown that the weld at the knop to axel conjunction is broken, therefore is the complaint rated as confirmed. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints database shows, that there are no other complaints for this issue from this article and lot number. The exact cause of the cracked weld cannot be defined. There are some deformations at the knop under side are visible. This could be an indication from misplaced hits, did lead to a mechanical overload in the area of the weld, as the instrument is nearly 8 years old. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: product code: 03.019.025, lot number: 8495434, manufacturing site: (B)(4), release to warehouse date: july 22, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.